Event description:
It was reported that this brady lead was repositioned from left bundle branch to the right ventricle with reason unknown. This lead remains in service. No additional adverse patient effects were reported.